Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate therapy for svt. Episode was seen via merlin.net transmission. Review of the episode revealed vt. Programming changes were recommended. Further actions will be discussed with the physicians.